Event description:
Device malfunction: balloon rupture, detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in an upper extremity, venous fistula, lesion dilation was performed using a fox plus balloon. When the balloon was deflated, there was blood return in the indeflator and the balloon was believed to have ruptured. The proximal catheter was removed from the body with a portion of the balloon attached and "flayed open". The detached distal end of the balloon and distal marker were stuck in the sheath, still on the wire, at the puncture site. While maintaining wire access, the distal balloon and marker were removed with the sheath as a single unit. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.